Event description:
Report received (B)(6) 2013 that a post-operative migration issue occurred. Initial surgery date, spine levels, pt demographics are unk at this time. No pt injury has been reported. Revision surgery occurred (B)(6) 2013 and consisted of prosthesis removal and acdf.

Manufacturer narrative:
(B)(4). The device has not been returned and eval is incomplete at this time. No root cause has been identified. Radiographs have not been made available to assess the reported event.